Event description:
It was reported that six years ago the wires in a patient's device had disconnected and she had a second device implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).